Event description:
Received the following info from an abbott international affiliate which states, "client experienced a disconnection between the rubber and turquoise portion at the distal end (closest to the pt) of the blood set". The customer indicated 2 incidents, but no other clinical info is available. Additional info has been requested, but has not become available.